Manufacturer narrative:
This product was not returned as it is currently in service. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a pocket revision for this product due to erosion. The product is still in service and the patient was treated with antibiotics. No additional adverse patient effects were reported.